Event description:
During evaluation of a returned spectrum pump, the device alarmed air-in-line. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed air-in-line. A review of the event history log revealed multiple "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was an out of calibration ultrasonic sensor. The ultrasonic sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: evaluation encountered a clean load point 2 alarm and not an air in line as previously reported. This alarm would not result in a death or serious injury if it were to recur as it only occurs upon pump-tubing set-up (tubing loading), prior to infusion being started. This issue may result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.